Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding crack/fracture involving an exeter centralizer was reported. The event was confirmed by the sales rep. -device evaluation and results: the centralizer was not returned for analysis. Pictures were provided by the customer confirming that the wingless centralizer is broken. -device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: the event was confirmed from the pictures provided and the information received from the sales rep. There was no delay in surgery reported and the surgeon implanted the stem using the winged centralizer. The root cause of the event could not be determined as the device was not returned for analysis. Ncr was raised to investigate the issue and determine the root cause. Nc has been raised to investigate this event.

Event description:
It was reported that the centralizer was broken. The doctor used wing type centralizer.

Event description:
It was reported that the centralizer was broken. The doctor used wing type centralizer.